Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the introducer needle did not retract and the needle stick took place during insertion. Customer blood glucose value was 113 mg/dl. Customer stated that the needle did not retract back. Customer stated that they did receive medical treatment as a result of needle stick. The sensor will not be returned for analysis.